Event description:
A customer contacted beckman coulter, inc. (Bci) regarding erroneously elevated troponin (accu tni) results that were generated by the unicel dxi 800 access immunoassay system for two (2) different patient samples. Initial accu tni results were: 3.83ng/ml and 1.75ng/ml for patient a and b respectively. The results were reported out of the lab. The original samples of both patients were re-tested on a different instrument in the customer's lab and accu tni results were: 0.03ng/ml for patient a and 0.02ng/ml for pt b. Corrected reports were submitted. Based on information provided, both patients had a heart catheterization due to erroneous results. To date, no deaths were reported as a result of this event.

Manufacturer narrative:
The specimens were collected in lithium heparin tubes with gel separators and were processed per manufacturer's insert. No errors were posted to the event log. The samples were tested before the daily qc was performed. An accu tni calibration failed after the event. Customer then ran qc and a diagnostic system check and both failed. Customer performed test maintenance and reran system check which failed again. Customer repeated all samples back to the acceptable qc on a different instrument in their lab and only these two patient results were erroneous. A field service engineer (fse) was dispatched to the customer's lab: the fse cleaned a wash valve and replaced a substrate probe. The fse performed alignments. The fse performed a major preventive maintenance (pm) to the instrument. Per fse, no other hardware related issues were noted and all hardware verification testing passed. Although, hardware issues may have contributed to this event, a clear root cause has not been concluded to date. A malfunction will be assumed for the purpose of this report.